Event description:
The customer contacted stryker to report that their device displayed a blank screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The customer did not reply to a quote for repair, therefore, the case was closed. The device was not evaluated by stryker, therefore, a root cause was unable to be determined. The device remains with the customer.